Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Reportedly, the customer was released from the hospital, and hospitalized again shortly after while using manual injections for insulin therapy. No further information on the reported issue was provided. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.